Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
(B)(4): the customer reported that the unit failed to power up. The unit was evaluated locally by a philips rep and the failure was verified. Replacement of the power supply resolved the failure. The unit passed all post service testing and remains at the customer site.